Manufacturer narrative:
Date of the event is estimated. A lead experiencing migration was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the existing leads were explanted and replaced to address the issue